Event description:
The customer received questionable high elecsys troponin t stat assay results from the cobas 6000 e 601 module that were " negative" on their other analyzer. The customer recalibrated, ran qc, and repeated the patient samples and the results were "negative". Data was provided for eight patient samples. Refer to the attachment to the medwatch for all patient data. The erroneous results were reported outside of the laboratory. The customer issued corrected reports. There was no adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative could not find a cause. He checked the instrument for problems and found none. He ran performance testing which passed. The investigation did not identify a product problem. The cause of the event could not be determined. A general instrument or reagent problem could not be identified.